Manufacturer narrative:
Patient ID was not provided upon request. Issue was resolved in situ by inputting the correct image orientation settings.

Event description:
A medtronic field service representative reported that during a deep brain stimulation electrode placement procedure, the site took a 3d spin with the o-arm and the exam orientation was flipped l/r on the mvs (mobile viewing station). Tech services representative instructed him to ensure the patient orientation corresponded correctly with the patient anatomy and that the correct settings were input on the o-arm. He verified the settings and found the left/right orientation had to be modified which corrected the issue. Delay was 10 minutes. No harm to patient.

Manufacturer narrative:
(B)(6).